Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump and the touch screen became shattered. Additionally, the pump touch screen became unresponsive and customer was unable to unlock the pump. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.